Event description:
It was reported via user/facility medwatch# (B)(4) that balloon rupture occurred. The 70-80% stenosed target lesion was located in the left anterior descending artery. After engaging a 6 fr ebu 3.0 guide catheter and placing a non-bsc wire, pre-dilatation was performed with a 2.0 compliant balloon. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 22 atmospheres for 69 seconds; however, during the second inflation at 20 atmospheres for 22 seconds, the balloon ruptured. The device was completely removed and there were no patient complications reported.